Event description:
It was reported that, an acticoat flex 7 10x12.5cm ctn 5 was cut into a strip and used for tunneling of wound as a packing material. When the wound was x-rayed to confirm packing material was removed, the amount of acticoat documented in the wound did not show on x ray. Therefore they had to order a CT scan to confirm it was still in place. It showed up on CT scan but not an x ray. Patient required surgery to remove dressing.

Manufacturer narrative:
Internal reference number (B)(4).

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device was not returned for evaluation. The clinical/medical investigation concluded that, in the absence of the requested medical documentation, clinical factors which could have contributed to the reported adverse event could not be definitively determined. Nor does this case defer to a deficiency or an association with the reported adverse event and the s+n acticoat flex 7. According to the report, a computed tomography scan (not provided) confirmed the packing was still in place and surgery was required for its removal. It was reported the patient¿s wound had a kci wound vac applied to it and within two days the wound closed and covered the acticoat tail. The impact to the patient was the retained acticoat flex 7 strip, and the reported surgical procedure. Therefore, no further clinical/medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 15 months did not reveal similar events for the device listed. A review of the instructions for use documents for acticoat flex 7 provides complete guidelines of indications, contraindications and precautions that may occur during the use of silver-coated antimicrobial barrier dressing. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior escalated actions related to this part number and failure mode. With the results of this investigation the root cause of this event could not be determined. A factor that could contribute to the reported event include treatment technique error. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.